Manufacturer narrative:
The reported event of device found in backup mode was confirmed. Final analysis found an integrated circuit anomaly which resulted in the backup vvi.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in back up vvi mode prior to implant. The pacemaker was not used. There was no patient involved.